Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. Gts explained that a large amount of air had entered into the disposable set. Gts then had the patient cycle power to clear the error. The patient elected to complete therapy manually. (B)(4) contacted the patient's dialysis nurse who advised she was not aware of the error as she has not heard of any problems from the patient. The nurse explained that since the patient hadn't contacted her, the patient should be resuming therapy as usual. The nurse elected to follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).